Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had user login failure, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist found user account was initially locked due to an 'accountalreadylocked' error, as confirmed by authentication logs, and typically requires hospital information technology team (hit) support to resolve; however, subsequent logs show a successful login, indicating that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.